Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station repeatedly logged users out. An error occurred on the underlying data source. Users were able to log in, but when attempting actions such as loading or unloading medications, they were logged out of the station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync applier was not functioning due to insufficient database space. A technical support specialist (tss) attempted database maintenance including shrink, reindex, and clearing error logs, but the issue persisted. After confirming transactions were synced, the device was resynced, and the database was reindexed, shrunk, and set to a simple recovery model. The system functioned as intended after the technical support specialist troubleshot the device